Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: one flat filter was returned for investigation. A visual inspection and functional test were performed. Visual inspection: as a result of checking the sample, there was a crack in the female connector of the flat filter. It was confirmed that liquid leaked from the female connector when water was injected into the filter. Conclusion: the reported event was confirmed. Root cause: it is probable that the cause of this event was that a physical load was applied to the female connector and a crack occurred. However, it was not possible to identify the time when the problem occurred, and it was not possible to identify the root cause of the problem. The cause of the reported problem could not be determined. Actions:? We have informed the person in charge of our manufacturing department about the details of this event. We will monitor the trend of complaints and consider appropriate measures to prevent recurrence.

Event description:
It was reported that while in use, medical fluid leaked from the epifuse connector and the filter. The filter's female connector was found broken. No patient injury. No additional information is available for this complaint.